Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that due to a kinked infusion set the customer went into a diabetic ketoacidosis. The customer's blood glucose level was going up. Customer's blood glucose level was over 16 mmol/l. The customer was hospitalized on (B)(6) 2016 due to high blood glucose levels. The high pressure test did not pass both times. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The no delivery alarm is for the paradigm infusion pumps; however the insulin flow block alarm functioned properly during the basic occlusion test and occlusion test. The insulin pump had a scratched case and a pillowing keypad overlay.